Event description:
It was reported that the patient had deep brain stimulation operation for generalized dystonia in (B)(6) 2021 and since that time, the doctors have been trying to program/adjust the stimulator to help them but things have not been going well. When the stimulator is turned up, they have more problems. When the stimulator was turned down, they became worse. Even when the stimulator was turned off, the patient stated they were supposed to return to how they were before they had dbs, but they did not and were worse. The patient stated they are not doing well and lost their ability to speak. It is very hard for them to eat; they eat pureed food and have lost weight. They have a hard time drinking and have to get a tube put in to get the liquids they need. They can't close their mouth and drool all the time. Dbs has really affected their mouth. They also have a hard time walking and their balance is not good and now have to use a walker. They patient is stiffer and weaker than ever before. It was stated that the dbs was supposed to help them, but it is "killing them".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.